Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Event description:
It was reported that during a laparoscopic low anterior resection, the tissue pad was detached off. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.